Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 41622 during infusion, indicating a potential issue with the printed wiring assembly.

Manufacturer narrative:
H7, h9: updated. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. However, the error code was not duplicated during functional testing. The cause of the error code was not determined. Preventative maintenance was performed and the device passed all testing.